Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. One compressed area was observed from 2.50cm until the distal end of the microcatheter. This observed compressed area is consistent with the damages noted in the photo included in the complaint. A microscopic inspection was performed along the entire length of the microcatheter and no other damages were observed. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The issue reported regarding a catheter tip being compressed / flattened was confirmed based on the compressed area found in the device. The issue reported regarding the microcatheter being obstructed was confirmed due to the findings mentioned above. Is suggested that the compressed condition is the result of the is the result of the rhv overtightening. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31253149) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation and warning: remove catheter and inspect to verify that it is undamaged. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section e.1: the initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo that accompanied the complaint. The review is documented below. [Photo review]: the photo shows the distal portion of the microcatheter with a slight compression noted near the tip. The rest of the device is not captured and no other damage or relevant details can be observed. A review of manufacturing documentation associated with this lot (31253149) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The reported complaint regarding a compressed catheter was confirmed based on the condition observed in the photo. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 31253149) was in place and the stent was delivered. The stent was impeded int eh distal section of the microcatheter and could not pass through it. The physician removed the microcatheter and the stent from the patient and observed that the tip of the microcatheter had been compressed / flattened. The physician replaced the microcatheter to complete the procedure using the original stent. The procedure was reportedly delayed by approximately 10 minutes. There was no report of any negative patient impact. A photo was of the complaint device was included in the complaint file. On 05-aug-2024, additional information was received. Per the information, the target vessel of the procedure was the right internal carotid artery (ica). The vessels were tortuous and stenotic with plaques. The concomitant stent used was an enterprise 2 stent (catalog / lot# not provided). The information indicated that a competitor micro-wire was successfully used with the microcatheter. The stent was found to be ¿unable to protrude, and the physician took out and found that the microcatheter was bent.¿ continuous flush was maintained. The reported 10 minute procedure delay was not considered clinically significant. Based on the additional information received on 05-aug-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿